Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The patient had suspected the tones were due to a metal detector at the courtroom. Upon interrogation, an elective battery indicator (eri) was displayed. The physician has expressed concerns with the device's longevity.